Event description:
Bovie paid applied to buttock. Weak coag noted so setting increased x2. Due to a continued weak coag, a 2nd pencil was used. Same thing occurred. A new pad #unk was placed on right thigh and everything functioned well.